Manufacturer narrative:
The investigation for the reported cannula kink issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the data logs showed recurrent "suction" alarms with accompanying low pump flow and decreasing motor current pulsatility. No other relevant abnormalities were noted. A minor cannula kink was observed near the motor housing. Otherwise, no damage or abnormalities were found on the returned pump. After reviewing the clinical information, it was determined that the root cause of the cannula kink was most likely patient condition, specifically when advancing the pump across the patient's calcified aorta. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, it was observed that the left ventricular signal was negative. Fluoroscopy revealed that the cannula was kinked. The physician stated he met resistance when pump was advancing over the aorta arch and that the patient had a calcified aorta. The original impella was explanted, and a new device was placed for support. The procedural outcome was the patient survived surgery.